Event description:
The customer reported while running a hepatitis core assay, summit sample handler did not pipette reagent and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.